Event description:
Complainant alleged that during inservice training by a zoll sales rep, the device displayed error message code "paddle fault" with paddle attached and then inappropriately powered off. The complainant indicated that there was no pt involvement in the reported failure.